Manufacturer narrative:
(B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3 it was reported when using the bd probetec¿ chlamydia trachomatis (CT) qx assay gray amp reagent pack, discrepant result reproducibility occurred. In between the 2nd and 3rd runs, the user found ferric oxide on top of the extraction rack and thoroughly cleaned to remove any possible contamination. The user repeated the affected specimen again after cleaning and the final result matched the initial result of CT negative. Results were as follows: 1st run (CT negative), 2nd run (CT positive), and 3rd run (CT negative). There was no report of patient impact.

Event description:
Report 1 of 3. It was reported when using the bd probetec¿ chlamydia trachomatis (CT) qx assay gray amp reagent pack, discrepant result reproducibility occurred. In between the 2nd and 3rd runs, the user found ferric oxide on top of the extraction rack and thoroughly cleaned to remove any possible contamination. The user repeated the affected specimen again after cleaning and the final result matched the initial result of CT negative. Results were as follows: 1st run (CT negative), 2nd run (CT positive), and 3rd run (CT negative). There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary. Bd integrated diagnostic systems initiated an investigation into potential contamination resulting in discrepant patient results for the CT/gc assay on the bd viper lt system (catalog # 442959, batch # 3355797). Bd investigation required review of the batch history records and complaint trending review. The batch history records were reviewed and intitial release testing for the customers reported reagent batch met acceptance criteria. There are no current complaint trends associated with discrepant patient results for the CT/gc assay. Bd was unable to confirm or duplicate the customers report. After evaluation of the customer complaint report stating ferric ozide was present on the extraction tray, bd recommends rigorous cleaning and environmental monitoring to prevent any further potential contamination of patient results. Bd quality will continue to monitor for trends associated with discrepant patient results for the CT/gc assay on the bd viper lt system.